Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the display went blank. The customer stated she had been having battery issues and two days later, it was making a noise and when she picked it up, she found the display was blank. She stated that the device might have stopped working for about an hour before she noticed and her blood glucose rose to 353 mg/dl. The device did not have damage. The contacts were not missing or damaged and the battery compartment was not damaged or corroded. She was advised to insert a new battery; the display did not return. She was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; customer stated she had tried that and the display remained blank. She received a battery out limit a while after reinserting the battery. The settings were not cleared and the device passed the selftest. Customer was advised the battery cap would be replaced and to monitor the insulin pump.